Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. No excessive no delivery error alarm noted during testing. The insulin pump was programmed 2.0 units fix prime with water reservoir, the water did exit the infusion set and no delivery anomaly noted. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. The insulin pump had cracked case at the display window corner, minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery twice. The customer's blood glucose reading was 165 mg/dl at the time of incident. Troubleshooting found that the customer changed the infusion set 3 times but insulin did not exit the tubing. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was advised that the reservoirs would be replaced and agreed to return the product for analysis.